Manufacturer narrative:
Batch review performed on 16 february 2022: lot 082700: 25 items manufactured and released on 11-nov-2008. Expiration date: 2013-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event since 2018.

Event description:
At 13 years 1 month after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor components. The surgery was completed successfully.